Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This event happened outside of the us, in (B)(6). According to the received information, the patient was injected on (B)(6) 2021 in the inner lips with 1ml of teosyal rha 3 (tp27l-204516bo) . Few hours after the injection, the patient reported a monolateral swelling and hematoma. On (B)(6) 2021, the injector visited the patient who had a very strong pain and prescribed cortisone and antibiotics. On (B)(6) 2021, the pain is still present and the doctor injected to the patient 0.8 ml of hyaluronidase which made the lips softer. On the same date, the patient started her medication: a corticosteroid (4 mg/twice a day to take on (B)(6) and 2 mg/twice a day to take on (B)(6)), an antibiotic treatments. On (B)(6) 2021, the patient still experienced pain and warm in her lips and the injector suspected an ischaemia with tissue necrosis (defined purple area, bruising, scabs were reported). In the injectors' opinion the swelling and the hematoma observed few hours after the injection could be at the origin a venous compression as she did not see any bleaching nor sign of embolism during the treatment. The doctor advised that another treatment of hyaluronidase will be useful but the patient feeling to bad. A medical expert has been mandated by the (B)(6) subsidiary and will support the injector with the management of the case. On (B)(6) 2021, we were informed that the patient is still taking antibiotic in addition of using cream ang gel. Additionally, the injector treated the patient with oxygen therapy for 2 weeks and according to her opinion, the situation is improving. According to the latest information received on (B)(6) 2021, the impacted area almost completely recovered, only a small erythematous area persists.